Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-01174 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with bd difco¿ of basal medium there was insufficient growth of a quality control organism. There was no report of patient impact. The following information was provided by the initial reporter: customer reports product not growing appropriate organisms or show colorimetric changes for cat 268820 lot 1223658.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd difco¿ of basal medium there was insufficient growth. There was no report of patient impact. The following information was provided by the initial reporter: customer reports product not growing appropriate organisms or show colorimetric changes for cat 268820 lot 1223658.